Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had blood glucose levels from 200 to 300 mg/dl with no symptoms over the past 6 months to a year. The reporter indicated that there were no changes in activity levels or diet. The reporter confirmed that the insulin used was within expiration date and the insulin was not open for more than 28 days. The reporter denied any alarms occurring at the time of the elevated blood glucose levels. The pump was not available for review at the time of the event. Animas has attempted to follow up with the reporter to complete troubleshooting of the issue but has been unsuccessful at this time. This report is made based on the implied allegation of a non-specific delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last recorded basal delivery in the pump history was (B)(4) 2013; there were no insulin delivery interruptions observed in the pump black box. The total daily dose history correctly reflected the user programmed basal rates. The pump powered on appropriately. The pump was exercised for 24 hours with period boluses delivered using normal, ezcarb, ezbg, combo, and cannula bolus features. The pump history correctly recorded the boluses. A 29 hour flow accuracy test was performed and confirmed that the pump was delivering within specifications. The pump was opened and there was no evidence of damage to the power circuit. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.